Manufacturer narrative:
A medtronic representative reported that after updating the imaging system network settings they were able to communicate with the navigation system. The software investigation found that the reported event was unrelated to a software issue. Per troubleshooting by the rep the issue was caused by inadequate network settings inputted by the site. The imaging system software functioned as designed. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site notified him that the imaging system was not communicating with the navigation system during a spinal fusion procedure. The imaging system was around the patient and the site noticed an orange line of communication. The rep stated that the biomed had changed the imaging system network settings earlier. They removed the imaging system from around the patient and brought in a c-arm for the surgery. Use of the imaging and navigation systems were discontinued for the remainder of surgery. The surgical delay was approximately 10 minutes. There was no reported impact to the outcome of the patient.